Manufacturer narrative:
Corrected data: in reviewing the initial MDR, it was noticed that codes for sub-optimal results was inadvertently not included in section h6; therefore, it is captured in this supplemental report: the following sections have been updated accordingly: section h6: health effect - impact code: 2271 sub-optimal results. Section h6: health effect - clinical code: 2330 sub-optimal results. Additional info: additional information was provided and reported symptoms were first observed day of surgery. Another johnson & johnson lens, model diu150 22.0 diopter was successfully implanted as a replacement. The patient's is doing well post-operatively. The explanted iol was discarded. The patient's weight, race, and ethnicity were requested, however, it was reported the patient's weight and ethnicity does not get recorded. No other information was provided. The following sections have been updated accordingly: section b3: date of event: jan 7, 2022. Section a2, a5: unknown/asked but unavailable (asku). Section e1: title: dr. Section e1: first/given name: (B)(6). Section e1: last name: (B)(6). Section h6: type of investigation: 4115 . Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4/a5: information unknown/asked, but not provided. Section b3: date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2022-(B)(6) 2022. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to excessive halos and glare. Patient was unhappy with visual acuity with the lens. Vision pre-operative (op): 20/40, vision post-op: 20/40. Dally activities were significantly affected. There was no vitrectomy, incision enlargement, or sutures required. Patient status is unknown. No other information was provided.